Event description:
It was reported that the blood went into tubing but not into tube, tube was switched out and a hissing sound was heard and blood started leaking from the connection of tubing to the adapter with a bd vacutainer® push button blood collection set. Event description per attached medwatch report states, "attempting to draw blood from a patient. The blood was coming into the tubing but not much went into the tube. I thought the tube was bad, so switched. Next tube filled better, but the 3rd tube again only filled a little, so switched to another tube, at this time I heard a hiss sound and blood was leaking from the connection of the tubing to the plastic piece that connects to the holder adapter. No defect noticed when I opened the package. Patient had to be re-drawn."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka, fpa. The initial reporter also notified the FDA. Medwatch report # mw5088374. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood went into tubing but not into tube, tube was switched out and a hissing sound was heard and blood started leaking from the connection of tubing to the adapter with a bd vacutainer® push button blood collection set. Event description per attached medwatch report states, "attempting to draw blood from a patient. The blood was coming into the tubing but not much went into the tube. I thought the tube was bad, so switched. Next tube filled better, but the 3rd tube again only filled a little, so switched to another tube, at this time I heard a hiss sound and blood was leaking from the connection of the tubing to the plastic piece that connects to the holder adapter. No defect noticed when I opened the package. Patient had to be re-drawn."